Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage noted in the mid-region with stent struts found to be bunched. The undamaged stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 90% stenosed, 32mm long lesion was located in a moderately tortuous, severely calcified, 3.5mm vessel diameter, right coronary artery (rca). A 32 x 3.50 promus premier drug eluting stent was introduced but could not cross the lesion.the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed stent damage.